Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal pain, recurrent urinary tract infections, painful intercourse, back pain, painful and frequent urination, swelling, and additional surgical procedures. No further info has been provided.